Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device gave an e6 (overheating warning) error code, the motor and thermistor failed, the cutter lock assessment failed, the cutter could not be secured, loctite and cable assessments failed - cable frayed, the thermistor flex circuit was worn out and there was cotton like debris in the drive shaft. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to worn out thermistor which is part of the flex circuit is what caused the e6 error to display on the console and thermistor failure consistent with normal use over time. Worn out from normal use and servicing over time. The debris in the drive shaft is what caused the cutter to not seat properly consistent with improper cleaning, component damage due to user error. These issues are consistent with normal use over time, improper cleaning which is user error/misuse/abuse.

Event description:
It was reported that the motor device was not locking and had an error message. During in-house engineering evaluation, it was determined that the device had an e6 (overheat warning) error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.